Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional device referenced in b5 and d10 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery. The 4.0 x 19 mm graftmaster was implanted but did not seal the side branch. There was pericardial effusion requiring pericardiocentesis during deployment of the 3.5 x 16 mm graftmaster. This stent closed off a side branch but sealed the perforation. There were no adverse patient sequela and the procedure was completed. No additional information was provided.